Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. No visible damage was noted on the band or inflator. 0ml of air was left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction no foreign matter or damage was observed from the check valve. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause could not be determined. It is unlikely the reported issue is a manufacturing issue. Review of device history record (DHR) with the possible lot numbers showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D4: lot number: potential lots: 000029961, 0000309575. D4: expiration date: 06/01/25, 07/01/25. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rtr and inventory manager. H4: device manufacture date: 12/15/22, 01/17/23. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the patient was in recovery, it was determined that the balloon would not hold air and appeared to be slowly deflating. Manual pressure was held, and a second tr band was applied. The blood loss was less than 250cc's. The procedure outcome was a successful left heart catheterization. The patient was in stable condition. There was no patient injury/medical or surgical intervention required.